Event description:
An aeon short handle was used with an aeon asr30wc reload during a colorectal procedure performed on (B)(6) 2023. During firing on the illiac vessel, the surgeon was unable to retract from the vessel with the handle fully articulated. The reload is closed with tissue attached.

Manufacturer narrative:
After investigation, the root cause of the stapler jamming and being unable to retract was buckling of the leaf stack during the distal portion of an articulated firing. The level two root cause was high firing force.